Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced cystoscopy, and vaginal cuff expiration with removal of pulling sutures for the preoperative diagnosis of recurrent genuine stress urinary incontinence.